Event description:
Hosp personnel responded to a person described as down a long time. The pt was connected to the device and diagnosed as in asystole. External pacing was initiated but, according to the reporter, the device would not electrically or mechanically capture the pt's rhythm. The pt was not resuscitated. The reporter stated the device did not cause or contribute to the pt's death because of the pt's lack of viability.